Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and found damage at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The complaint regarding vision problem, fog was not confirmed by failure analysis. The probable root cause of the cracked distal window is attributed to user-related factors, such as inadvertent impact with hard surfaces, dropping of the endoscope, or improper cleaning during reprocessing. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0 degree endoscope plus had a fogging issue. The procedure was completed with no reported injury.